Event description:
Droplet pen needles, 0.23mm x 4mm. Another label on the container is 32g x 5/32". The seal on these needles seems very flimsy, to the point that I question whether they are really sealed. After my injection, these needles are extremely difficult to remove from the pens (lantus solostar). It takes several attempts to remove the needle from the pen. Often I must remove the outer protective cap and pull or twist the needle off the pen with my fingers. This seems dangerous, as I have accidentally pricked myself with the exposed needle. I then have difficulty replacing the protective cap without pricking myself again, tempting me to discard the whole thing with no protective cap. Not good, I assume. In addition, air bubbles flow into the fluid inside the pen during needle attachment and removal. I fear the insulin is being contaminated. I am not at all satisfied with these needles. Previously for several years I used bd nano ultra-fine pen needles, 4mm x 32g. I always found the bd needles to be very satisfactory. FDA safety report ID# (B)(4).